Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verio iq meter was displaying a message that indicated the test "strip does not accept the blood sample". The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying a message that indicated that test "strip does not accept the blood sample." There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.